Event description:
It was reported the device was used during a laparoscopic nissen fundoplication. It was reported the canoe needle broke off in the patient when it was torqued by the surgeon. The surgeon looked and looked, but was unable to retrieve the small piece which was lost. No product is being returned.